Event description:
It was reported that cartridge was intermittently leaking at the o-ring and septum. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to address the issue.